Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was removed from the patient's body using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination identified np tears or holes in the balloon material. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified. The pinhole existed at 1mm proximal to the distal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damages on the hypotube/shaft. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that a balloon rupture occurred. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured and was removed from the patient's body using normal method without any problem. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.